Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt has four leads from the same lot. It was reported the pt had ineffective stimulation coverage. The physician decided to explant and replace the leads with a paddle lead on (B)(6) 2013. The pt reported effective stimulation coverage postoperative. The explanted devices will not be returned to the manufacturer.